Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} proposed component code: mechanical (g04) -head visual examination of the returned product identified the conical taper of the head shows a circumferential groove pattern and dark debris. The buffed surface exhibits damage / scuffs. The head was submitted for further analysis. Analysis determined the surface with severe corrosion attack and abundant corrosion debris. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00707.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 10 years later due to patient allegations of injuries as a result of the explantation of the devices. No further event information available at the time of this report.